Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation, since the reporter was unwilling to answer additional questions during a follow-call call. The reporter claimed the alleged inaccuracy began approximately 3 weeks prior to contacting lfs. On an unspecified date/time, the patient's daughter reported that the patient obtained blood glucose readings of "171 and 244 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. The patient manages his diabetes with insulin; however, it is not known what action he took regarding his usual diabetes management in response to the readings obtained with the subject meter. The reporter informed the cca that the patient was hospitalized for an "insulin overdose and other unknown issues" 3 weeks prior to contacting lfs. The patient's daughter was unwilling to provide any details regarding the hospitalization. At the time of troubleshooting, the cca discovered that the patient was using test strips that were past their expiration date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was hospitalized for "an insulin overdose" after the alleged meter inaccuracy issue began.